Manufacturer narrative:
The reported event of device being unable to pair to the app was confirmed. Based on the information provided, ble lockout occurred due to insufficient authorization, which is per device design. No malfunction was suspected.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. Programming changes were made and telemetry was successfully restored. There were no patient consequences.